Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine [unknown concentration] at a rate of 0.3797 mg/day, baclofen [unknown concentration] at a rate of 45.5 mcg/day, and morphine [unknown concentration] at a rate of 9.4 mg/day via intrathecal drug delivery pump for non-malignant pain and lumbar radiculopathy. It was reported that the patient had withdrawal symptoms, including tachycardia, tachypneic, chronic pain being out of control with their lower back and left hip. Diaphoresis, and pupil dilation were also reported and this was considered a gradual change in therapy/symptoms. The patient presented to the ICU on (B)(6) 2017. No alarms have been heard.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The hcp reported a possible concern that the pump malfunctioned.

Manufacturer narrative:
Patient codes (B)(4) no longer apply. Device code (B)(4) no longer applies. Conclusion code no longer applies.

Event description:
Additional information received from the hcp reported there was no device issue. The patient was admitted to the hospital with a discharge diagnosis of hypokalemia. There was not troubleshooting performed related to the patient symptoms because there were no device issues. The patient symptoms had resolved. The patient had a diagnosis of hypokalemia and had a heart attack and was admitted in the ICU. The patient was discharged on (B)(6) 2017.